Event description:
It was reported that during a thyroidectomy procedure, several clips did not hold after placing on the vessels. The surgeon performed his procedure with this device because he had enough clips to finish. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.